Event description:
A vns pt underwent generator revision surgery due to end of service. A battery life calculation indicated that the generator was at end of service. The generator was returned and an analysis was performed. End of service was confirmed as the generator would not communicate. During testing, a diode was found to exhibit an out of specification leakage current. After replacing this diode, the device performed according to specifications. The excessive leakage current may have contributed to a premature end of service condition.